Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a procedure to bridge a fistula within the left part of the main bronchus. The procedure was performed during the week of (B)(6), 2012 (exact date not provided). According to the complainant, during the procedure, the stent was fully deployed within the patient. Reportedly, the middle portion of the stent ¿unfolded¿; however, the proximal and distal ends of the stent failed to fully expand. The stent was removed from the patient. It was noted that the patient did not have tortuous anatomy. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Only the deployed stent was received for analysis; the stent delivery system was not returned. A visual examination of the returned device found no issues with the profile of the stent. The stent was fully expanded and measured the correct dimensions. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable root cause classification is operational context. This is defined as the complaint is associated with a product that meets design and manufacture specifications but to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a procedure to bridge a fistula within the left part of the main bronchus. The procedure was performed during the week of (B)(6) 2012 (exact date not provided). According to the complainant, during the procedure, the stent was fully deployed within the patient. Reportedly, the middle portion of the stent "unfolded"; however, the proximal and distal ends of the stent failed to fully expand. The stent was removed from the patient. It was noted that the patient did not have tortuous anatomy. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Event date: although the exact event date is unknown, it was reported that the procedure took place during the week of (B)(6) 2012. (B)(6). (B)(4). The reported event of stent failed to expand. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.